Event description:
Event description this event was created due to a failure in the final pack testing process. The pacemaker was never implanted and has been returned to the reliability assurance laboratory for testing.